Event description:
It was reported that while attempting to treat a 99% stenosed lesion in the distal "lcx" near the bifurcation of pl, two guide wires were placed-one at the lesion and the other in the pl. The dilatation catheter was placed and inflated to 6 atm when a dissection was observed. During an attempt to remove the catheter, it hung up in the rotating hemostatic valve (rhv). It was removed with force and then found to be separated at the guide wire notch. A new "rhv" was used to deploy another stent at the dissection site. The pt is reported to be doing well.